Event description:
During a routine follow-up visit on 10/12/1999, programmer printouts showed a decrease in r wave sensing and slight decrease of the pacing lead impedance. There were also three noise reversions diagnosed on 09/03/1999. The pt was seen again for a follow-up eval on 10/.22/1999. There were no further noise reversions. The physician elected to explant the ICD as a precaution.